Manufacturer narrative:
Consumer stated tampon string came off leaving tampon inside. Removed at dr. Office. Consumer sent bill and request for reimbursement.

Event description:
Received letter from consumer on (B)(6) 2003. Complained of tampon string falling off, leaving tampon inside. Stopped at gyn to have tampon removed, sent bill for (B)(6), requested reimbursement.